Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on (B)(6) 2009. In (B)(6) 2010, the pt reported that his charging system had come apart and requested a replacement system. A replacement charging system was sent to the pt and follow up found that the replacement system was functioning properly. In (B)(6) 2010, the pt presented for a routine follow up appointment. During the appointment, the physician discovered the pt did not understand when or how to recharge his ipg. Further, he had not recharged the ipg since implant. As a result, the pt was not receiving any stimulation from the ipg. Attempts to recharge in the physician's office were unsuccessful. The physician could not elicit any telemetry from the ipg due to suspected battery depletion. An ipg replacement was recommended but, has not been scheduled at this time. It is unk if the ipg will be returned to the manufacturer after it is explanted. Follow up on the pt found no further issues reported.